Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation . No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports having a skin irritation from the pods adhesive. The patient reports going to their dermatologist where they had been diagnosed with allergic contact dermatitis and pruritus. The patients dermatologist prescribed a topical steroid cream.